Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 566 mg/dl. Cause of high bg was not known. Customer performed a supply change, administered a bolus via the pump, and a manual injection to address the issue and went to the emergency room with high ketones that were identified as life threatening by a health care provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.